Event description:
(B)(6) 2012 implanted. Issues started as early as (B)(6). Exhausted was first noticeable. I stopped nursing because I thought (B)(6) was taking it all out of me. In the last year everything has showed itself. 20lbs lost. Large amount hair loss, itching, bugs under skin, major personality change so much I have employees writing something for me too. All have seen a significant change in me. Panic attacks, diagnosed hypothyroid, vitamin d deficiency. Have prescription for insomnia. Turned down three other prescription offers. Three I have is plenty. Broke two bones this year. They won't heal. Latest is dementia / dyslexia huge changes with these two just lately. Boss sat me down and cut hours.